Event description:
The visiting nurse of a male pt contacted lifecor customer support to report, that the device would not stop alarming. The nurse reported, that the response buttons would not function. The nurse pressed them several times and the monitor would not start up. Support sent the pt a replacement monitor.

Manufacturer narrative:
This device was never returned to the MFR. The MFR is aware that the response buttons may stick during operation. The root cause of these failures is not known. The MFR is currently exploring other options to ensure that these switches are functionally sound.